Event description:
It was reported by a company representative that a vns patient passed away due to cardiac arrest / multi-organ failure. Additional information from the treating indicated the patient was in hospice care beginning (B)(6) 2011 with a diagnosis of multiple system failure, necrotic bowel, and patient died with a cardiac arrest caused by multiple system failure, necrotic bowel diagnosis. At the moment, attempts to obtain further information regarding the relationship of the event to vns have been unsuccessful to date. The death event has been reviewed by the manufacturer and with the available information has been determined not to be sudep. The patient was in hospice care and died due to multiple system organ failure and cardiac arrest. As the patient was in hospice, the patient was not in a reasonable state of health and the death was likely not unexpected.